Event description:
Physician reported "capsular fibrosis (baker grade unknown) and pain". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ red particle material on the shell and ¿ deformation device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "capsular fibrosis (baker grade unknown) and pain." The device has been explanted.